Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (sicd) was explanted due to a battery depletion error. A boston scientific (bsc) replacement device was successfully implanted. The explanted device is expected to be returned. No additional adverse patient effects were reported.